Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were recharging their implanted neurostimulator today and they got electrocuted into their foot. Patient stated it was excruciating pain. Patient reported no visible damage to the recharger or controller port. Agent sent request to repair for replacement recharger and the patient was redirected to health care professional to further address. Agent advised patient to confirm with hcp prior to attempting to charge implant again.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.